Manufacturer narrative:
The complaint sample was not returned for eval. The lot history record was reviewed for the product, the lot met all release criteria. A root cause could not be definitively identified from the investigation. However, the IFU does identify vessel dissection under the list of known adverse events. The IFU states: possible adverse effects include, but are not limited to vessel dissection. Note: this is the same pt and procedure as recorded in 96616666-2012-00006. The products details are different as two products were used in the same procedure.

Event description:
It was reported that (B)(6) months after successful pta on the right peroneal artery, a vessel dissection was noted. Reportedly, this was treated with a stent.